Manufacturer narrative:
This report is being submitted to correct the legal manufacturer's contact information and facility registration number. The facility registration number is 3003724334.

Event description:
The customer reported that while performing a hysterosalpingoscope procedure, his olympus hf generator unit experienced an e433 error code. According to the initial reporter, the customer stopped using the subject device and the delay to the procedure was unknown. There was no patient harm reported as a result of this event.

Manufacturer narrative:
The subject device has not been returned at this time. Should additional/relevant information be provided, and supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Correction: d9 additional information: h3, h4, h6, h11. The device was returned to olympus for inspection and the reported event was not reproduced. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and information obtained from the user, the reported error was likely due to a defective foot switch. Olympus will continue to monitor field performance for this device.